Manufacturer narrative:
Our investigation into this complaint is finalized. No part has been exchanged in the device. Our investigation is based on a device log evaluation and information from our field service engineer that visited the hospital facility. The device logs show that the ventilation mode is set to volume control on the given date of event at time 15:20 by the user. At time 15:24 there is an indication of a leakage in the breathing circuits, due to alarms expiratory minute volume: low. At this time there was also an alarm for o2 concentration: high generated. At time 15:36, the ventilation is going into stand-by mode (not ventilation mode). At time 15:41 the ventilation is again reassumed volume control. At time 15:43 alarms for booths air supply pressure: low and o2 concentration: high is generated. This indicates that the supplied air pressure is not sufficient (below 2.5 bar). The user is again setting the ventilator to a standby mode at 15:43. Based on the device log evaluation the most likely cause to this is event is not sufficient air wall supply. The reported issue could not be duplicated by our filed service engineer. The evaluation of the log files showed that the ventilator worked according to the specifications on the reported date of event.

Event description:
It was reported that the ventilator worked but didn't deliver oxygen. There was no patient involvement. (B)(4).